Event description:
Customer reported the insulin pump had cracks along the reservoir compartment and the bottom of the device. Customer does not know blood glucose level. Customer was unaware how damage occurred, stated the device was not dropped or bumped. Customer stated the crack starts on the window of the reservoir compartment and then along the bottom of the device towards to the end where the motor is and back near the label. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, long cracked on reservoir tube window thru reservoir tube, and cracked battery tube threads.